Event description:
Event description guidant received information that oversensing was noted on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead which caused inhibition of pacing in this pacemaker dependent patient. The noise appears to be from diaphragmatic oversensing. It was also noted that no capture could be achieved on the left ventricular (lv) pacing lead at maximum outputs and an increase in pacing impedance was noted.